Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer reported that infusion set woiuld be change and would treat for high blood glucose. Customer's blood glucose was 565 mg/dl. Customer did not feel well enough to troubleshoot and was advised to call back should issue persist.